Manufacturer narrative:
(B)(4).

Event description:
Received information the patient had both leads extensions removed and replaced for an unknown reason on (B)(6) 2010. Please reference mf report # 3004209178-2010-04084 for patient's previous ins.